Event description:
The technician alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube is broken. The technician replaced the side rail end tube to resolve the issue.